Event description:
International customer reports that the needle tip broke during an ob-gyn procedure. The tip could not be retrieved. The patient was subsequently closed. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.